Manufacturer narrative:
On (B)(6) 2009: (B)(6), director of nursing, indicated that she did not know if she would be able to confirm if the pad was plugged into the monitor. The facility was using one monitor and switching back and forth between the bed pad and the chair pad. (B)(6) indicated they are now using two alarms. On (B)(6) 2009: (B)(6) who is the regional consultant rn at (B)(6) stated that pads would not alarm and were not functioning properly. Sue claimed the facility may not have been using the same brand of monitors with the same brand of pads. On (B)(6) 2009: (B)(6) indicated that the pads involved in the alleged failures have been advised not to leave her office. No equipment was returned to (B)(6) for evaluation. It is unknown if (B)(6) used micro-tech bed or chair sensors with micro-tech monitors. The report on (B)(6) 2009, (B)(6) indicated that they may not have been using the same brand of monitors with the same brand of pads.

Event description:
Angie peterson, director of nursing, indicated that they had units fail over the weekend resulting in one injury.